Event description:
The customer reported that the image had stripes, the screen became noisy, and the image was foggy during inspection for use, involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.